Manufacturer narrative:
Title: mesh fixation in open ipom procedure with tackers or sutures? A randomized clinical trial with preliminary results source hernia, 2019. Date of online publication: 24 june 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, a total of 48 patients were included in the study. The patients that used mesh and tacker had medical complication such as seroma, deep surgical site infection, tissue necrosis, severe bleeding, dehiscence and hypertensive crisis.